Event description:
The nurse reports attempting to inflate the retention balloon after the flexi-seal fms was placed in the patient and finding the retention balloon was 'broken'. The nurse states the fms was then removed from the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow up report will be submitted.